Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the manufacturer and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. It was reported that the patient was in the hospital at the time of passing. Review of the patient's download data reveals that prior to passing the patient received an inappropriate treatment from the lifevest. It was reported that the patient was unconscious and in an ICU at the time of the treatment with a nurse present. At 00:35:52, the patient received the treatment from the lifevest. The patient's rhythm at the time of the treatment was atrial fibrillation with rapid ventricular response (af with rvr) at 150 bpm with pvc's at the time of the treatment. The post-shock rhythm was af at 120 bpm with pvc's. Af with rvr contributed to the false detection. The response buttons were pressed earlier in the event but not immediately prior to shock delivery. The response buttons functioned appropriately. It was reported that the lifevest was removed after the treatment and the patient passed away while not wearing the lifevest.